Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an inhibition of pacing was observed on this right ventricular (rv) lead. It was reported that the patient manifested a twiddler¿s syndrome where the right ventricular (rv) lead was dislodged as seen through x-ray. The physician opted to replace the suture sleeve as the physician was unable to stabilize the lead. This lead was then successfully repositioned and still remains in service. No additional adverse patient effects were reported.